Manufacturer narrative:
Brand name - the correct brand name is unknown. Common device - the correct common device is unknown. Catalog number - the correct catalog number is unknown.

Event description:
A customer reported a chemical indicator did not change color correctly after a completed sterrad® 100s cycle. It is unknown at this time the type of chemical indicator that was involved. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
Conclusion: device not manufactured by (B)(4). The affiliate confirmed that the indicator tape used was a (B)(4) product and not an (B)(4) indicator tape. Based on the information provided, this complaint is not reportable as the customer confirmed this was not an asp product.